Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, deep vein thrombosis (dvt); filter fracture, migration; device embedment and complex removal; although no documented attempts to remove the filter were provided. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years post implantation. The patient reports fracture of the inferior vena cava (ivc) filter with the fractured filter struts retained within the inferior vena cava wall; migration of the entire filter other than to the heart; filter embedded in wall of the ivc, in addition to a percutaneous removal of the filter approximately thirteen years and ten months after the filter was implanted. The patient further asserts to have suffered from chest pain and shortness of breath post implant and experienced anxiety related to the filter. Per the medical records provided, approximately thirteen years and ten months after the filter was implanted, the patient was admitted for thrombolysis of extensive acute dvt involving the ivc distal to the filter, bilateral iliac, common femoral, and femoral veins. The patient developed recurrent right thigh swelling despite improvement of symptoms on the left lower extremity. A computed tomography (CT) venogram demonstrated thrombosis of the right common iliac through visualized femoral veins. The patient was status post one- day of thrombolysis of the right common iliac through femoral veins and presented for repeat venogram with possible further intervention, as well as ivc filter retrieval. Following successful mechanical thrombectomy and angioplasty of the right common femoral, external iliac and common iliac veins, and a successful angioplasty of recurrent thrombus in the right common iliac vein, a decision was made to proceed with ivc filter retrieval. Using gooseneck snare and excimer laser, the trapease ivc filter was successfully retrieved with fracture of multiple barbs of the superior portion of the filter. On inspection of the ivc filter, it was noted that the superior barbs were not attached to the filter. Fluoroscopic evaluation demonstrated four of the barbs to be within the wall of the ivc; however; the other two barbs could not be located, despite investigation of the sheaths, chest, and abdomen. The patient was stable after the procedure and was transferred to the pacu. It was noted that a CT of the chest, abdomen, and pelvis for further evaluation of the fractured barbs would be obtained. No other details were provided.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. Approximately thirteen years and ten months after the filter implantation, the patient was admitted for thrombolysis of an extensive acute deep vein thrombosis (dvt) that extended from the distal inferior vena cava (ivc) and filter to the bilateral iliac, common femoral and femoral veins. The patient developed recurrent right thigh swelling despite improvement of symptoms in the left lower extremity. The next day, a computerized tomography (CT) scan revealed thrombosis of the right common iliac. The patient subsequent underwent successful thrombolysis and angioplasty of the right common femoral, external iliac and common iliac veins. This was followed by a percutaneous attempt to remove the filter with the use of a snare and excimer laser. The filter was successfully retrieved with fracture of six superior struts. Four of these struts were retained within the wall of the ivc; while the last two struts could not be located within sheaths, chest or abdomen. The patient further reported having experienced mental anguish, anxiety, chest pain and shortness of breath associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, migration and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted more than thirteen years after implantation. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported chest pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), filter fracture, migration, device embedment and complex removal. According to the patient profile form, the patient became aware of the reported events approximately fifteen years post implant. The patient also reports that the fractured filter struts are retained within the inferior vena cava wall, and a percutaneous removal of the filter approximately thirteen years and ten months post implant. The patient further asserts to have suffered from chest pain and shortness of breath post implant and experienced anxiety related to the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction and may have been influenced by patient and/or pharmacological factors and lesion characteristics. Chest pain, shortness of breath and anxiety do not represent a device malfunction. Due to the nature of the complaint those issues could not be further clarified and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, deep vein thrombosis (dvt); filter fracture, migration; device embedment and complex removal; although no documented attempts to remove the filter were provided. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years post implantation. The patient reports fracture of the inferior vena cava (ivc) filter with the fractured filter struts retained within the inferior vena cava wall; migration of the entire filter other than to the heart; filter embedded in wall of the ivc, in addition to a percutaneous removal of the filter approximately thirteen years and ten months after the filter was implanted. The patient further asserts to have suffered from chest pain and shortness of breath post implant and experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, deep vein thrombosis (dvt); filter fracture, migration; device embedment and complex removal; although no documented attempts to remove the filter were provided. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, deep vein thrombosis (dvt); filter fracture, migration; device embedment and complex removal; although no documented attempts to remove the filter were provided. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.